Manufacturer narrative:
(B)(6). The subject device was sent to olympus for evaluation. Inspection and testing confirmed black material on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during normal use of the subject device, darkening occurred in the part that blocked the secondary water supply. During cleaning, it was black when medical staff checked if it was clean. There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the attached black material was discovered as organic silicone. Although it is impossible to identify from where the organic silicone originated, the material is used for packings or tubes. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.